Event description:
It was reported the pt experienced her stimulation turning off by itself. Follow-up identified a sjm rep was able to recapture stimulation with reprogramming; however, the pt reported the issue recurred on (B)(6) 2013, causing her to fall off a ladder and break her wrist. Additionally, due to the broken wrist, on (B)(6) 2013, the pt underwent surgery during which she rec'd pins and bone grafts. The pt turned off sys stimulation until after the surgery. Moreover, the stimulation issue occurred again. On (B)(6) 2013, follow-up identified the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.